Manufacturer narrative:
The sample was returned for evaluation. The investigation is in progress and a follow-up report will be provided once completed.

Event description:
Tip (distal 5mm) of the sheath seemed to tear away and almost dislodge during the procedure. Sheath stayed intact.

Event description:
Follow up.